Event description:
During a nephrectomy procedure, the seal of the bag broke at the bottom of the bag and the kidney fell out of the bottom.

Manufacturer narrative:
The event extended the procedure. No injury to the patient was reported. Anchor's investigation has been able to confirm the cause of the incident as material delamination of the bag material. An improvement corrective action plan has been defined and implemented for the supplier's process and equipment to reduce the potential for delamination of the bag material. This product was manufactured prior to implemented corrective action.